Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, low impedance was noted on the right ventricular channel. There was no intervention performed to resolve the event. The patient's condition was stable and will continue to be monitored